Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know what changed or why it changed. All they knew was that their wire didn't stop; it had a continuous flow. After they talked with a manufacturer representative (rep), their hcp office called them and asked for them to come in and speak with the hcp. It was noted that they did not feel stimulation at the implant site. Rather, they felt it in their right leg.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they never got bladder symptom relief since implant, and the symptoms seemed worse. The healthcare provider (hcp) instructed the patient to contact patient services. During the call, the patient was able to increase stimulation to a comfortable level. However, they indicated that they did not feel any stimulation. They were going to try this level for a few days to see if the symptoms would improve. If not, they would contact the hcp. They were on program 2at 0.8v. It was also noted that the patient felt stimulation at the implant site whenever the settings were adjusted. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.